Manufacturer narrative:
The customer reported ballooning in the pump segment, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was primed and then run with tapwater. The setup was run at 125 ml/hr for 30 minutes. The testing did not find any issues, and the complaint could not be verified. The root cause for the ballooning was not found without a replicated failure. However, there are potential clinical causes, and a member of our cpc team was contacted about the issue. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning. The following information was received by the initial reporter with the following verbatim. Desc of problem: when taking down the IV set, noticed ballooning in the pump segment. Tubing switched out for a new one.

Manufacturer narrative:
The customer reported ballooning in the pump segment, and returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was primed and then run with tapwater. The setup was run at 125 ml/hr for 30 minutes. The testing did not find any issues, and the complaint could not be verified. The root cause for the ballooning was not found without a replicated failure. However, there are potential clinical causes, and a member of our cpc team was contacted about the issue. A device history record review could not be performed because the lot number is unknown.